Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker replaced the device's system pcba to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was a faulty system pcba.

Event description:
The customer contacted stryker to report their device does not boot up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Further investigation of the faulty system pcba found the y1 crystal on the sbc card is faulty.

Event description:
The customer contacted stryker to report their device does not boot up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.